Event description:
It was reported that during a roux-en-y gastric bypass procedure, the staples were not formed completely. The device was reloaded with a white reload to complete the staple line. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.